Event description:
Caller reported attempting to load cartridges on their own before receiving training on a tandem mobi pump, which resulted in three failed cartridges. There was no adverse impact to the customer¿s blood glucose level, with values not exceeding 500 mg/dl or dropping below 54 mg/dl. The customer reverted to using the t-slim x2 pump initially and later replaced the faulty cartridges, resuming insulin use with assistance from a tandem trainer. Replacements were to be sent.